Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd insulin syringe with the bd ultra-fine¿ needle had the cannulas break off or pull out. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "there are about two boxes of the product that were at faulty, and the needle separated from the hub."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 16 october 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported before use the bd insulin syringe with the bd ultra-fine¿ needle had the cannulas break off or pull out. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "there are about two boxes of the product that were at faulty, and the needle separated from the hub."